Manufacturer narrative:
The on/standby switch will be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, gehc service representative noted the unit alarmed, indicating the unit will shutdown in 8 seconds. The unit shuts down as indicated. There was no report of patient involvement.